Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the half inch venous line kinks when warm. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.